Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated having hives and a rash all over their body, especially the arms, neck and palm of hands since the implant of a resolute onyx rx coronary drug eluting stent. The patient states that the rash will not go away, patient has tried different medications and is on benadryl 24 hrs a day.